Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and endometriosis ("endometriosis") in a 25-year-old female patient who had essure (batch no. 627074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol) and steroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 11 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (ablation and laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, endometriosis, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "she did not underwent essure confirmation test", concomitant drug added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and endometriosis ("endometriosis") in a female patient who had essure (batch no. 627074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.) And surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and endometriosis outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 26-jun-2018: reporters added and updated patient demographics. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, pain and endometriosis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and endometriosis ('endometriosis') in a 25-year-old female patient who had essure (batch no. 627074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol) and steroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 11 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (ablation and laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, endometriosis, menstrual disorder, depression and anxiety outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event vaginal hemorrhage and menorrhagia were updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and endometriosis ('endometriosis') in a 25-year-old female patient who had essure (batch no. 627074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol) and steroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 11 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (ablation and laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, endometriosis, menstrual disorder, depression and anxiety outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: 627074, manufacturing date: 2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and endometriosis ("endometriosis") in a female patient who had essure (batch no. 627074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.) And surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and endometriosis outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and endometriosis ('endometriosis') in a (B)(6) female patient who had essure (batch no. 627074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol) and steroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 11 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (ablation and laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, endometriosis, menstrual disorder, depression and anxiety outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- outcome of the event vaginal hemorrhage and menorrhagia were updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent removal of essure device). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.